Event description:
It was reported that during implant the lead exhibited loss of capture and the sensing was decreased. There was blood in the insulation of the lead. The device was replaced.

Manufacturer narrative:
(B)(4). This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of decreased sensing and loss of capture was not confirmed in the laboratory. Visual analysis found that suture sleeve and outer insulation was cut. The blood entered the lead through the cut out insulation. The damages found on the lead is consistent with that occurred in the field. The lead exhibited normal device characteristics.